Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received at the manufacturing site for evaluation. The sample was not in it¿s original packaging. An evaluation was completed, and the reported condition was confirmed, particulate was observed which had a brown elongated appearance. The thickness of the particulate was too great to be human hair. The length and the shape also ruled out cardboard particles. A definitive root cause could not be determined at this time. A possible root cause is a malfunctioning vacuum on the production line. Actions have been taken post-production to address the potential root cause to prevent a recurrence of the reported issue. Based on the information available and the investigation findings, a new formal investigation is not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the rn opened up the syringe to draw up fluids and noticed something inside the syringe. The syringe was not used on a patient.

Manufacturer narrative:
The device history record (DHR) for lot number 18e19263x indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One image was provided for evaluation. The image is not clear. Particulate has a brown elongated appearance. The thickness of the particulate is too great to be human hair. The length and shape also rules out cardboard particulate. Material cannot be properly identified unless a physical sample is evaluated. Therefore, a comprehensive investigation was unable to be conducted. However, the reported issue was observed. The reported customer complaint is confirmed. A root cause could not be determined. A potential root cause was determined to be a malfunctioning vacuum. Production did identify particulate on the parts, but did not follow proper procedure and relay the issue to quality associates. Actions have been taken post-production to address potential root causes. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3-jun-2019. The sales rep stated that the correct item code is 8881512878. Based on this information, the following information was updated: brand name updated from 12ml syringe luer lock (ns) to 12ml syringe luer lock tip rp model number and catalog number updated from 112083 to 8881512878.